Event description:
It was reported by dealer that pin is missing from the center mount on the (B)(4) power chair. Dealer advised missing shoulder hex socket head screw. Dealer advised called motion concepts because they did the seating and they verified the part and advised dealer to contact invacare back. Dealer could not provide any further information.